Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl, bupivacaine, and morphine via an implanted pump. The patient¿s medical history included short term memory loss. The indication for pump use was spinal pain. On (B)(6) 2019 the patient reported that in the past, she missed a pump refill and heard an alarm. She stated it was ¿probably a good 5 or 6 years ago¿ but did confirm that it occurred with her current pump. No patient symptoms were reported. No further complications have been reported as a result of this event.